Manufacturer narrative:
W1tr01 crtp implanted (B)(6) 2018; 4968-35 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.